Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a stapled hemorrhoidopexy procedure, after doing a purse string, the surgeon inserted the stapler as per normal. The surgeon fired the staple and heard the crunch sound. The surgeon removed the stapler after firing and inspected the staple line. The surgeon realized that at the 6 o`clock to 8 o`clock position, the staples did not close to a b shape formation. As a result, there was bleeding and the surgeon had to stitch it. Additional information received on 2/12/2010: surgeon could not remember how much blood loss. There was no blood products given to the patient. The procedure was completed by stitching up the bleeder.